Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown liner lot #: unknown. Item #: unknown unknown stem lot #: unknown. Item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01690

Event description:
It was reported by the 411 group that a patient underwent a right hip arthroplasty on an unknown date. The patient is being considered for a revision on an unknown day due to dislocation. The sales rep was inquiring about implant identification. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Radiographs identified dislocation of femoral component of right total hip arthroplasty. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.